Manufacturer narrative:
Additional narrative:  (B)(4). Investigation summary no device associated with this report was received for examination. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient was revised to address pain and instability. Doi: 2015; dor: (B)(6) 2018; left knee. No surgical delay.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy as not synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # (B)(4). No device associated with this report was received for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy as not synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # : (B)(4). Investigation summary : no device associated with this report was received for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4) used to capture the surgical intervention, medical device removal

Event description:
Medical records ad 17 june 2019 and ad 21 june 2019 were reviewed on 4 december 2019. (B)(6) 2015: primary total left knee arthroplasty was performed secondary to with attune implants with depuy cement x2. The patella was resurfaced. No intraoperative complications were noted. (B)(6) 2018: the reason for revision indicates mechanical failure, though there is no further information contained within the record for reason for revision. Within the operative note, there is no indication of product malfunction or error. The patellar component was not revised as it was well fixed. No intraoperative complications were noted. Pmh: severe degenerative joint disease doi: (B)(6) 2015. Dor: (B)(6) 2018; (left knee).